Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon activated the device on a colpotomy ring and a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no patient injury. Another dissector was installed onto the system in order to continue the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.